Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did clips fall into the patient?yes, but were retrieved. If yes, how were the clips retrieved? Grasper. Which firing of the device did this event occur on? 2nd, 3rd. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Lap chole. Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition.  In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. Each device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device on cystic duct. The clip kept scissoring at the distal tip then jammed; got the clip out but scissored again. They got another clip applier out and it did the same thing. There were no patient consequences. Case completed with the third device of the same product code.